Event description:
At about 1 year and 2 months from primary the patient undergone revision surgery due to infection that has grown in the implant area. Area of interest showed pus and high cellular activity. Surgeon suspects that an infection has migrated to the implant area from somewhere else. All implants were revised and antibiotic spacer was implanted; surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12-may-2025 lot 2312670: (B)(4) items manufactured and released on 11-10-2023. Expiration date: 2028-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved. Batch review performed on 12-may-2025. Mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2346008: (B)(4) items manufactured and released on 13-12-2023. Expiration date: 2028-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Quadra-h 01.12.035 cementless, ha coated lat stem size 5 (k082792) lot 174069a: (B)(4) items manufactured and released on 26-01-2023. Expiration date: 2028-01-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. (Lot 174069 (B)(4) items manufactured and released on 03-11-2017. All items have been sold with no similar reported event during the period of review.) Liner not marketed in the USA: mectacer 01.29.414 mectacer insert biolox delta xlw18 dia.36/48g lot 2347196: (B)(4) items manufactured and released on 09-01-2024. Expiration date: 2028-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation performed by r&d department: acetabular implant: from the images, it is notable that the liner is still inside the shell; both the devices are shown just explanted, so covered with blood and some soft tissue (in the external surface of shell); no particular signs are visible, so it was not possible to determine the root cause of the event. Femural implant:looking at the images attached to the complaint it is visible the explanted stem covered by patient blood. Some white spots are visible on the stem body part but it is not clear if they are bone or ha residuals. Some signs and scratches are visible on the neck part probably due to revision surgery. It is not possible to define the root cause of reported complaint. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.